Event description:
The facility representative reported a pump observed with a system error 32 alarm during patient use. The alarm causes the pump to stop functioning. No patient injury or medical intervention was reported. The reporter does not have additional information. Although baxter attempted to obtain information, details were not available regarding additional contact information. The device was sent to baxter for evaluation and repair.

Manufacturer narrative:
Device evaluation summary: the actual device involved in this incident was received for evaluation. The reported condition of system error 32 was confirmed and reproduced. The cause of the error code was a faulty ddmm pcb (direction and drive motor module printed circuit board). As a correction to the reported condition, the ddmm pcb was replaced. The device was sent back to the customer on september 12, 2008.